Event description:
It was reported that externalized conductors were observed via fluoroscopy. The lead was explanted and replaced during CABG procedure.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were found at 11-15.5cm from the distal end. The silicone insulation was abraded and the rv conductors were externalized at the same location. Another internal insulation abrasion was found at 15.5-16cm from the distal end and one sensing cable was visible. The rv and sensing conductors were visible at 7.8-8.8cm from the distal end due to external abrasion. The etfe coating was intact at all abrasion locations.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.